Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter penetrated the walls of the inferior vena cava (ivc) with the anterior wires of the filter abutting the third portion of the duodenum. The filter is irretrievable without open caval surgery which has been recommended. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned perforation if the ivc. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter penetrated the walls of the inferior vena cava (ivc) with the anterior wires of the filter abutting the third portion of the duodenum. The filter is irretrievable without open caval surgery which has been recommended. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter penetrated the walls of the inferior vena cava (ivc) with the anterior wires of the filter abutting the third portion of the duodenum. The filter is irretrievable without open caval surgery which has been recommended. Per the medical records, a CT scan done approximately twelve years and ten months years after the index procedure indicates that the filter is in the infrarenal area of the inferior vena cava. The filter has penetrated the walls beyond the lumen. A few of the anterior wires abut the third portion of the duodenum. There is no adjacent fat stranding or bowel wall thickening seen in this region. A nonobstructive right renal calculi was also noted in the scans. Per the patient profile form (ppf), the patient experienced perforation of the filter struts outside of the inferior vena cava, perforation of the filter struts into organs, migration towards the lower duodenum and filter embedded into the wall of the inferior vena cava. The form states that the device was unable to be retrieved, the form also there have been no attempts to remove the device. The patient has also experienced stomach pain where the filter is pushing against the duodenum, worry and stress. The patient is receiving psychiatric therapy due to psychological issues from the filter. Although the ppf states that the filter has migrated towards the lower duodenum, the CT scan analysis states that the filter is still in the infrarenal area of the inferior vena cava, a few of the anterior wires abut the third portion of the duodenum. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Psychological issues and stomach pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section h6: patient code '3191' was used as there are no codes available for unspecified psychological issues. Section b5: additional information was received per medical records. The results of computed tomography (CT) scans done approximately twelve years and ten months years after the index procedure indicate that the filter is in the infrarenal area of the inferior vena cava. The filter has penetrated the walls beyond the lumen. A few of the anterior wires abut the third portion of the duodenum. There is no adjacent fat stranding or bowel wall thickening seen in this region. A nonobstructive right renal calculi was also noted in the scans.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the inferior vena cava, perforation of the filter struts into organs, migration towards the lower duodenum and filter embedded into the wall of the inferior vena cava. The form states that the device was unable to be retrieved, the form also there have been no attempts to remove the device. The patient became aware of the reported events approximately twelve years and ten months after the index procedure. The patient has also experienced stomach pain where the filter is pushing against the duodenum, worry and stress. The patient is receiving psychiatric therapy due to psychological issues from the filter. Although the ppf states that the filter has migrated towards the lower duodenum, the CT scan analysis states that the filter is still in the infrarenal area of the inferior vena cava, a few of the anterior wires abut the third portion of the duodenum. Section e3: occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.